Manufacturer narrative:
Sorin group deutschland manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) has received the product for eval and is conducting an investigation. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The facility has filed a report with the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
During the procedure, an error code occurred and the pump stopped. The pump was power cycled and restarted. The error code appeared again and the pump was changed out. There was no report of pt injury.